Event description:
A 3-month old status post cystoscopy and pull-through procedure (psarp). He had a foley catheter in place to protect the repair of the urethra and to prevent urine from contaminating the anal wound. The foley spontaneously broke in half while inside the patient's urethra. One could not be replaced because of the fresh repair.